Manufacturer narrative:
Initial and final MDR (B)(4) device 4 of 9.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced nine infusion set fell off events during use on 03-march-2024. Events occured within the past three months for all events. The infusion set was in use for 1-2 days. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.